Event description:
It was reported that during a maneuver to retract the abdominal wall in the pelvic field to secure visualization of the rectum in the final stage of a laparoscopic rectal resection procedure with robot support, there was a movement problem with the double fenestrated grasper. When attempting to retract the tissue, an instrument recoverable error occurred and the double fenestrated grasper could no longer be operated. The error message stated, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". After removing it once and confirming movement, the double fenestrated grasper was reattached. However, the error reoccurred immediately, so the double fenestrated grasper was replaced with another instrument. The patient has had chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.